Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device evaluation, that the ultrasound gastrovideoscope exhibited a scratch reaching the glue-layer on the acoustic lens. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.